Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced will be filed under a separate medwatch report number.

Event description:
This is filed to report a single gripper actuation issue. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with a medial/central jet. It was noted that imaging was challenging throughout the procedure. A nt clip (20825r1057) was advanced in the patient and leaflet grasping was attempted. The grippers were lowered after having leaflets on the clip arms but then the anterior gripper failed to raise. Troubleshooting was performed with no success. It was noted while trying to remove the clip that the anterior gripper did latch onto the leaflet. Therefore, the physician had no choice but to deploy the clip. The clip was implanted reducing the mr to a grade of 3. A second nt clip (20919r1025) was prepared to be implanted medially to treat the jet. The second clip was successfully implanted but shortly after deployment it had a single leaflet device attachment (slda). The clip detached from the posterior leaflet and the mr returned to a grade of 4. According to the physician the clip was deployed at an odd angle which may have contributed to the slda. This issue reportedly caused a clinically significant delay, but the delay did not result in adverse patient sequelae. The procedure was aborted, the patient is stable and will be consulted for surgery. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on all available information and without the returned device to analyze, a cause for the reported difficulty actuating the gripper could not be determined. The reported poor imaging is due to procedural conditions. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.